Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields b5 and g2(to select company representative). Additional information added to fields d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was evaluated by a field service engineer/technician. The customer's allegation was not confirmed. Based on the results of the investigation, we could not presume the cause. Also, about the cause of failure, we could not determine. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found at preparation for use for an unspecified procedure.

Event description:
It was reported that there was a scope communication error code b30, while using the lightsource. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mw223620.